Manufacturer narrative:
Device evaluated by manufacturer - one 8f braided swartz introducer was received for evaluation. The returned introducer was tested and a leak was confirmed at the valve. The hemostasis cap was removed and the 2 part seal was examined, which revealed a round hole through the top and bottom halves of the seal system, which caused the leak. The holes were consistent with a needle puncture. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Per the instructions for use for this product, the dilator should be inserted into the introducer followed by the needle / stylet assembly. The stylet / needle assembly should not encounter the hemostasis seal.

Event description:
It was reported following transseptal puncture as the physician introduced the sheath into the left atrium, it was noticed that the hemostasis valve of the sheath was not air tight and air could not be aspirated. Another sheath was used to continue the procedure with no consequences to the patient.